Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that when the protective sheath was removed from the 2.25 x 12 mm xience prime stent delivery system (sds), the stent dislodged onto the distal shaft. There was no resistance noted during removal of the protective sheath. The device was not used, and a new sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.